Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found optic torn and haptic broken. Due to significant lens haptic damage, unable to perform dimensional inspection. Claim# (B)(4)

Manufacturer narrative:
Off-label acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/0.5/017 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due low vault without rotation. The problem is resolved. Reportedly, "the surgeon considered that the height of the largest lens arch would not change, so he decided not to replace it to avoid adverse events."